Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluison can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the driver block of the insulin pump did not move although the lead screw rotated during priming. Trouble shooting was performed and found the driver arms moved backward instead of forward. No further info was provided.